Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited a loss of capture. The lead was explanted and replaced. During the replacement procedure, while the physician was attempting to connect the rv lead to the implantable cardioverter defibrillator (ICD), it was not possible to successfully screw in the setscrew. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.